Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a dialysis catheter. The customer reported that a pt had a dialysis catheter that was leaking during dialysis. Initially, it was thought to be leaking out of the hub area, but according to the technician it was coming from the extension. It was only occurring during the dialysis treatment. The catheter was exchanged with another palindrome on the same day.